Event description:
It was reported that a loss of telemetry occurred as a result of multiple component failures on the apexpro telemetry server (ats). There was no serious injury or death associated with this event, nor was medical intervention required. Alternate pt monitoring was not otherwise available. The failed parts were replaced and the system was reconfigured. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.